Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. It was reported that the reason for the call was the patient stated that starting gradually in the last couple of months, something is going on with their implanted system that is causing them pain. The patient said they have turned stim off altogether. They can feel where the lead is in their back and where the wire travels and it feels like someone is ripping them apart.  They can barely walk. The patient was redirected to their healthcare provider to further address the issue. They informed their primary care doctor about this and were told to call their interstim doctor. The patient said the soonest they could get in to see their managing physician is may 23rd so they may go to the emergency room. Physician listings were sent.  The patient mentioned unrelated medical history which included that they have had no falls or traumas, no other medical tests or procedures but they did have an MRI last year.